Manufacturer narrative:
According to the information received from the field in situ measurements with the dl-coil and maestro 7 showed either poor coupling or several channels with low impedance. The observed in situ testing results were due to the software not switching the dl-coil from digital to analog mode, under specific circumstances, leading to inaccurate results. After switching to maestro 8 reportedly all channels show normal results. The concerned device is working within specification and therefore stays implanted and in use. This is a final report.

Event description:
The user attended a mapping appointment on the (B)(6) 2019 and reported slightly softer sound recently but otherwise she had very good performance with the device. She additionally said there had been fluctuations in volume over the last 12 months or so. In situ measurement from (B)(6) 2019 was indicative of device malfunction. Upon re-tesing in (B)(6) 2019 the device worked as specified. The user had good stable outcomes and no mapping changes were made.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a mapping appointment on (B)(6) 2019 and reported slightly softer sound recently but otherwise she had very good performance with the device. There has been no report of any trauma.